Event description:
Pt underwent left thoracotomy for resection of large biopsy proven squamous cell carcinoma of lung. Curative resection necessitated intrapericardial pneumonectomy to control left pulmonary artery and left superior pulmonary vein. Pulmonary artery controlled with 2 firings of 3m pi30 stapler with vascular staples. Upon firing proximal staple line and dividing vessel, the surgeon states that the staples cut the vessel right at the pulmonary artery bifurcation and the closure dehisced. Vascular control was obtained after massive hemorrhage but the pt could not be resuscitated from overwhelming cardiovascular insult.